Event description:
This pt was having a right total knee arthroplasty when a trial component broke during placement. All pieces of the broken component were reviewed and removed from the surgical site.